Event description:
Pt reports sn (B)(4) shut off and displayed a message stating system failure, contact the pharmacy; the pump also has a broken cartridge cap. The pt was able to change the backup pump to continue therapy. Pump will be replaced. No adverse event was reported. No other info known. Did the product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace the device? Yes. Reported to (B)(6) by pt/caregiver.